Manufacturer narrative:
Device information: catalog number: hlf-s200-hsma or hlf-s273-hsma. One of these catalog numbers, customer unable to provide specific catalog #. Occupation:supply/equipment specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a lithotripsy procedure, a cook® single-use holmium laser fiber broke during the procedure. A different fiber was used to complete the procedure. No unintended section of the device remained in the patient's body. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during a lithotripsy procedure, a cook® single-use holmium laser fiber broke during the procedure. A different fiber was used to complete the procedure. No unintended section of the device remained in the patient's body. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation. Reviews of the instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned. Accordingly, no physical examination could be performed. As no lot information was provided, no device history record review or complaint history search could be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution that several different factors affect the life of any fiber, including, ¿improper handling.¿ the IFU further cautions, ¿never subject fiber optics to sharp bends in handling, use, or storage.¿ complainant did not return the complaint device to cook facility for technical evaluation and nature of laser fiber breakage is unknown, however, based on history of complaints received by cook inc. For same/ similar failure mode, cook has concluded that most probable cause of fiber breakage may be related to improper handling of laser fiber and any of the precautions listed in the IFU such as "improper handling", "subject fiber optics to sharp bends in handling, use, or storage" etc. Could contribute to laser fiber breakage. Cook will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.